Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/7/2025, a facility representative reported via phone and email that an ar-4020c-08 fastthread biocomposite interference screw 8 x 20 mm broke postoperatively in a patient after a soccer injury, resulting in additional surgery on (B)(6) 2025. The patient had the first acl procedure on the right knee on (B)(6) 2024. Two ar-4020c-08 fastthread biocomposite interference screws were implanted successfully, and the patient had no issues afterward. Beginning of (B)(6) 2025, the patient obtained a subsequent injury during a soccer game. X-rays were not taken, but the doctor made a physical diagnosis. A right knee arthroscopy loose body excision was performed on (B)(6) 2025 for the removal of a posttraumatic osteochondral loose bone body along with one 2x2 mm dissolving implant fragment broken off one ar-4020c-08 fastthread biocomposite interference screw 8 x 20 mm. The other screw parts remained inside the patient. The additional surgery was completed successfully, and the patient was fine to date.

Manufacturer narrative:
Additional information: d6a, d6b, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0111-eo c. Contraindications - 7. Conditions that tend to limit the patient¿s ability or willingness to restrict activities or follow directions during the healing period. E warnings - 6. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The most likely cause for the reported failure can be attributed to a patient-specific event.